Manufacturer narrative:
PMA/510 (k): k122734. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Additional information and investigation results will be provided, if applicable.

Event description:
It was reported there was an issue with novosyn violet. The customer reported that a patient underwent an acute caesarean section on (B)(6) 2020. On the fourth day post operatively ((B)(6) 2020) while going to the bathroom, the omentum was released from the wound and patient had to be re-operated. The patient was taken to the operating room where it was found out that 3 subcutaneous sutures are normal, but aponeurosis is completely open. The thread has split. Five knots are normal, but the thread on one side was interrupted. A continuous seam was laid. Patient outcome: post relaparotomy period uneventful, discharged day 4 after the relaparotomy.

Manufacturer narrative:
Investigation: samples received: (B)(4) unopened pouches and (B)(4) opened. Analysis and results: there are no previous complaints of the involved code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. We have received (B)(4) closed samples of the same batch and a piece of thread broken from the hospital. Tightness test to the closed samples received has been performed and the units are tight. We have tested the closed samples for: - knot pull tensile strength and the results fulfil the requirements of the european pharmacopoeia (ep): 6.96 kgf in average and 6.32 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). - knot security control and results are into the current range for this thread and size. - degradation test and the results fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the closed samples received are 4.84 kgf in average and 4.48 kgf in minimum (b. Braun surgical requirement is 2.69 kgf in minimum). Final conclusion: according to the analysis of the closed samples received and the batch manufacturing record review, the product complies with b. Braun surgical specifications and european pharmacopoeia requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.